Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR 2247858-2024-00077, device 2 is being reported under MDR 2247858-2024-00078, device 3 is being reported under MDR 2247858-2024-00079, and device 4 is being reported under MDR. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"An update email was received on 03/14/2024 from (B)(6), senior clinical research associate, to correct dates and information previously submitted. *1-year timepoint event: subject tpa-048-001's 1-year CT on 10aug2022 reflected a type ii persistent endoleak from the ima causing growth to the native aneurysm. The pi's assessment of the 30-day CT dated 25aug2021 measured at 61mm as compared to the 1-year CT which measured at 66mm. As a result, the subject underwent an embolization of the ima on 01nov2022 using two terumo azure peripheral coils. The post-procedure angio showed occlusion of the ima. **2-year time point event: the subject's 2-year CT on 15dec2023 reflected a >5mm increase in aneurysm of 72mm as confirmed by the pi. This was an 11mm increase as compared to the 30-day follow-up." Patient outcome - "pending further information from the site."